Manufacturer narrative:
It was not possible to identify the root cause, since it was not possible to perform a proper investigation on the optical fiber. We are unaware about operator injury.

Event description:
The optical fiber had a failure that did not allow to use it properly. No adverse effects to patient were reported.